Event description:
During a cardiac ablation procedure using a swartz braided transseptal introducer, a cardiac perforation occurred. When the swartz braided transseptal introducer was inserted into the right atrium, it was noted the position of the introducer suddenly shifted. When the introducer was aspirated to check for blood, a straw yellow fluid was noted, which revealed the introducer was in the pericardium. A transesophageal echocardiogram was performed, which identified a cardiac perforation. The patient remained asymptomatic. The procedure continued with no further complications and was completed successfully. The physician alleges no issue with the swartz braided introducer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info rec'd, the cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.